Manufacturer narrative:
The sample associated to this report is expected to be returned. If a sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a customer report that while in use on a patient, air leaked from the cuff. The customer reported the extubation and reintubation of replacement tube was required. It was reported that visual inspection of the removed tube revealed a hole in the cuff. There was no further incident to the patient reported.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents a small cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a customer report that while in use on a patient, air leaked from the cuff. The customer reported the extubation and reintubation of replacement tube was required. It was reported that visual inspection of the removed tube revealed a hole in the cuff. There was no further incident to the patient reported.